Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that the set leaked during infusion. No injury reported.

Manufacturer narrative:
One (1) sample was returned for evaluation. Upon visual inspection, the returned set was noted to be disconnected at the bonded joint between the tubing and the distal caresite valve. Therefore, the reported defect was confirmed. There was minimal solvent residue able to be observed on the tubing. The ID of the valve and od of the tubing were measured and both met specification. The batch record and our discrepancy management system database could not be reviewed as a lot number was not provided.